Manufacturer narrative:
(B)(4).

Event description:
This system was explanted due to low impedances. Physician couldn't determine what part of system was causing low impedances, so replaced whole system. Should any additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated without anomalies. The battery status was found to be larger than 95%. The memory content of the device was inspected, documenting recurring lead failures in the atrial channel since implantation. The returned follow-up data from september 5 2017 documented values of the bipolar atrial impedance <100 ohm and unipolar atrial impedance 156 ohm. The ventricular values were 585 ohm in bipolar and 312 ohm in unipolar configuration. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional test of the impedance measurement functions of the pacemaker was performed, showing no anomalies. The test documented a normal device behavior. In conclusion, the analysis confirmed the clinical observation. However, the device proved to be fully functional. In particular, the impedance measurement functions are normal and as expected. The analysis did not show any deviations from the technical specifications. There was no sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.